Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a 30-degree endoscope would not turn (image orientation issue). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reporter stated she provided all the information she had on the procedure.

Manufacturer narrative:
The endoscope has been returned and the failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction testing using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing contributing to friction. Additionally, the endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to a transmittance test failure.

Event description:
Refer to h10/h11 for follow-up information.